Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up MDR will be submitted if any additional information is received.

Event description:
A system error 2240 alarm was identified in the event log of a returned homechoice device by baxter (B)(4). There was no report of patient injury or medical intervention associated with this incident.